Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# v415288, implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).

Event description:
It was reported that the patient had x-rays taken and was told the wires/leads were pulling out of the spine. Follow-up was performed but did not determine any new information as the patient walked out of the doctor¿s office before any diagnosis could be made. Additional follow-up was performed to determine if the patient had any further concerns. This event will be updated if additional information is received.